Manufacturer narrative:
Device evaluation: the rod was returned to nuvasive for evaluation. Visual inspection was performed and revealed a crack on the housing body. The device was received in two pieces, therefore, functional testing was unable to be performed. The distraction rod was separated from the housing body and the threaded cap was mounted on the distraction rod. A portion of the lead screw was threaded flush to the end of the distraction rod and was unthreaded without issue from the distraction rod/tapered distraction nut. The distraction rod appeared to have reached near the maximum length based on the 8mm long portion of the lead screw removed from the distraction rod. The distraction distance would provide a greater moment arm (force) on the threaded cap, however, the order of what occurred is unknown and no clinical x-rays were provided. The fractured housing body and the fractured lead screw may have allowed the threaded cap and distraction rod to separate as a unit without the end cap unthreading. The rod may have separated because the threaded cap disengaged and the lead screw broke. The break may have been result of force placed on the rod during the removal procedure according to the provided information, however, the exact cause is unknown. A corrective and preventive action (CAPA) was implemented which addressed the unthreading and potential separation of the threaded cap from the housing body. The device was built prior to the implementation of the CAPA. Device record review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed as the contralateral side rod was no longer lengthening. Upon removal of the left rod it was noted that the two ends of the rod were moving independently. Additionally, it was reported that during the procedure the surgeon applied a lot of torque to the rod which may have resulted in a segment of the rod breaking off, therefore, the two ends had to be removed separately.